Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the pump was removed from the user's pocket, the patient line separated from the cartridge. The user's blood glucose (bg) level was 541 mg/dl. The user addressed bg level with a manual injection. Reportedly, a new cartridge was loaded.